Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was having a catheter revision on the date of this report and inquired if the surgeon could leave the catheter segment in place in the spine after cutting it and placing a new spinal segment. The caller was advised to follow up with the surgeon. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they only trimmed off the tip of the old catheter. (B)(4) inches were trimmed and left as is. The catheter was still in the intrathecal space. The part that was removed was taken out of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representatives. It was reported that the first symptoms of pain, numbness and weakness in the right leg were reported to the healthcare provider (hcp) on (B)(6) 2018. They ordered a computed tomography (CT) scan with myelogram and was completed on (B)(6) 2018. On (B)(6) 2018, the patient was seen again by the hcp and granuloma was diagnosed at the distal aspect of the catheter a t 12. The patient was referred to the neurosurgeon for catheter revision and was seen on (B)(6) 2018 and was scheduled for surgery on (B)(6) 2018. It was unknown if the catheter was occluded. There were no further complications reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, mpxr 518410 (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (30mg/ml at 11.499mg/day) and clonidine (150mcg/ml at 57.49mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was granuloma at the tip of the catheter. The patient had increased pain. The problem was diagnosed via imaging. The patient was sent to a neurosurgeon for catheter revision on (B)(6) 2018. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.